Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the plastic piece separated from the metal piece of one of the cannulas when removing it from the eye. The broken plastic piece was recovered. The metal piece has not been recovered.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from the customer indicates that when surgeon was removing the trocar from the eye at the end of the case the metal shaft was not attached to the plastic hub of the trocar, the procedure was completed stating could not find the metal shaft, a computerized tomography (CT) was done in march. The CT scan indicated that there was a piece of metal within the eye, he does not have pictures or video to provide, to his knowledge the patient has had no issues from the retained metal in the eye. A medical product safety network (medsun) in february (file number to the report is (B)(4)).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Two opened hub cannula assemblies and one opened trocar hub was received in a bag for the report of plastic piece separated from metal piece. The returned samples were visually inspected. Sample was found to be conforming. Sample two was found nonconforming for foreign material, and sample three was found to be nonconforming, only the hub was returned. The hub returned with no cannula (sample 3) had a presence of adhesive inside of the hub. Sample one was also functionally tested for push out test and was found to be conforming. The photos attached to the parent complaint were reviewed by the manufacturing site. Photo one shows the pak label which confirms the reported product and lot information. Photo two shows to trocar hub/cannula assemblies and one trocar hub. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned hub sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).